Event description:
Customer reports that she obtained results of 160mg/dl, 80mg/dl, and 100mg/dl on the same device within 10 minutes. No action was reportedly taken based on device results. No adverse event reported and no treatment received. No quality controls were used. No strip information provided. Requested return of suspect device and replacement was sent.